Event description:
The facility reports while transferring the pt from the bath, the seat became detached from the hoist, dropping the pt to the floor. The pt was badly shaken and suffered an injury to their arm.